Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset and was treated with vancomycin injection (1 gram, intraperitoneal and every 5th day) and ceftazidime injection (1gram, intraperitoneal and everyday). At the time of this report, patient has recovered, treatment was stopped and the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.